Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 19-aug-2025, the clinical diabetes specialist reported that on (B)(6) 2025 the end-user experienced hypoglycemia following multiple meal announcements after running out of insulin. Ems was called, and the end-user was treated at home. The end-user was not hospitalized, and no long-term effects were reported.